Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 444mg/dl which was treated with syringe. Customer¿s current blood glucose was 250mg/dl. Customer performed self test, displacement test and it was passed. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and declined to troubleshoot for the high blood sugar. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The device was received with minor scratched display window, case and keypad overlay.